Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The active anchor remains implanted. The cause of the reported infection event is not able to be definitively determined. The infection is confirmed to be resolved following medication and treatment of the incision at the implant site. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ a DHR review was conducted. The device met all requirements for release with no anomalies detected. Other implanted devices: lead information: 1st lead. Serial/lot #: (B)(6). Gtin: 09352307001640. Mfg date: 02/aug/2024. Expiration date: 02/aug/2026. Second lead: product description: evoke cap12 percutaneous, serial/lot #: (B)(6). Gtin: 09352307001640. Mfg date: 03/nov/2023. Expiration date: 02/nov/2025. Evoke closed loop stimulator (cls): item number 102901. Serial/lot (B)(6). Gtin: 09352307001572. Mfg date: 06/sep/2024. Expiration date: 23/oct/2026.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Other implanted devices: lead information: 1st lead, product description: evoke cap12 percutaneous lead kit - 60cm, model#: 102878, catalog#: 3008, serial/lot#: (B)(6), second lead, product description: evoke cap12 percutaneous lead kit - 60cm, model#: 102878, catalog#: 3008, serial/lot#: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain and impaired healing at the lead and anchor implant site. An infection was confirmed. A wound flush was completed and pain medication was prescribed to the patient. The infection is confirmed to be resolved.